Event description:
The customer reported an interlock failure error message. This error causes the system to shut down. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.